Event description:
The facility reported a colleague infusion pump with a bad display. This event occurred upon power up in the general patient ward. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. A service history review revealed that this device has been serviced two times prior to this event. However, no previous service events were related to the reported condition. Evaluation summary: the reported condition of a colleague infusion pump with a bad display was not confirmed or reproduced during product evaluation. The root cause was not identified. The device was returned unrepaired. There were no upgrades/repairs performed on this device. Service was unable to verify functionality of the device due to estimate refusal by customer. Should additional information be received, a follow-up medwatch will be submitted.